Event description:
A 3.0mm diameter x 24mm length s670 rapid exchange stent delivery system was inserted into the circumflex artery. It was not possible to cross the proximal target lesion, therefore, the stent delivery system was removed. Upon removal of the device from the pt, it was noted that the stent was missing from the delivery balloon. It was reported that the stent dislodged from the stent delivery balloon when the device was pulled into the guide catheter for removal. The physician was unable to locate the undeployed stent within the pt. An angioplasty balloon was then inserted to pre-dilate the lesion, than another MFR's stent was inserted and successfully deployed at the target lesion. The physician did not follow the instructions for use when the lesion was not pre-dilated and when the undeployed stent was pulled into the guide catehter for removal. There was no add'l clinical sequelae reported related to the event. Device history record review revealed no issues relevant to the event.